Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing, solution leaked from a crack in the soluset of the tubing set.